Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and bleeding sore on his back. There was no alleged device malfunction contributing to the irritation. The patient's nurse cleaned the area and applied a light dressing to the open wound. Follow up indicated that the patient's skin irritation improved.